Event description:
A customer contacted beckman coulter inc. (Bci) in regards several erroneously low insulin results generated by the access 2 immunoassay analyzer. The erroneous results were not reported out of the laboratory. The samples were repeated and higher results were obtained. Only one data was provided by the customer. Patient treatment was mot impacted by this event.

Manufacturer narrative:
Qc and system check data are not available. A bci field service engineer (fse) performed major preventive maintenance and replaced hardware. A clear root cause can not be determined for this event.